Event description:
This was reported that the error code l4-034 is coming up on the lcd screen of a demo unit. The unit was powered off and the breast biopsy was completed.

Manufacturer narrative:
H4: info not received. H3. Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Interface board and black cable replaced.